Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, noise was confirmed in the monitor. A definitive root cause was determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope experienced noise occurred in the image. This occurred preparation for use in an unspecified procedure. There was no report of patient harm.